Manufacturer narrative:
Unit passed displacement, and self tests. No pump error 63 were noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 9) due to a software error and (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm and customer was performing self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.